Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's percutaneous lead (lead) distal end bend relief has a large cut and is almost completely separated from clam shell. There are several other cuts in the lead a few inches from the bend relief. Tape was applied to the cuts of the lead but the bend relief/clam shell is still an area of concern. No alarms reported and the patient is reported as doing well.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.